Event description:
It was reported that the patients leads had migrated all the way down and was coiled close to the battery area. The patient underwent a revision procedure wherein the leads were replaced and patient was doing well post-operatively. The explanted leads will not be returned per facility policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 19853236.